Manufacturer narrative:
Article titled: two fungal infections of inflatable penile prostheses in diabetics the additional patient referenced in the case report is captured under a separate medwatch report. As no lot# was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information in the article, the patient presented for consultation 2 years after implantation with a coloplast titan 3-piece inflatable penile prosthesis. The patient complained of scrotal pain and examination revealed localized erythema and pump fixation to the skin. Despite a 6 week course of antibiotics, the patient's symptoms persisted, and the area developed a draining sinus tract in the anterior scrotum. A would culture grew candida albicans. The patient underwent a revision surgery and complete device replacement with a malleable device. Perioperative antibiotics were given. Upon entry into the pump capsule, purulent drainage was noted. The patient's postoperative course was uneventful, and he was doing well with no signs of infection at follow up. Full details can be found in the attached article titled: two fungal infections of inflatable penile prostheses in diabetics.

Manufacturer narrative:
Complications reported were infection of the device with candida species, with the implant pump adherent to their scrotal skin. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.

Event description:
According to the available information in the article, the patient presented for consultation 2 years after implantation with a coloplast titan 3-piece inflatable penile prosthesis. The patient complained of scrotal pain and examination revealed localized erythema and pump fixation to the skin. Despite a 6 week course of antibiotics, the patient's symptoms persisted, and the area developed a draining sinus tract in the anterior scrotum. A would culture grew candida albicans. The patient underwent a revision surgery and complete device replacement with a malleable device. Perioperative antibiotics were given. Upon entry into the pump capsule, purulent drainage was noted. The patient's postoperative course was uneventful, and he was doing well with no signs of infection at follow up. Full details can be found in the attached article titled: two fungal infections of inflatable penile prostheses in diabetics.